Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was capped and replaced successfully on (B)(6) 2016, due to causing intermittent diaphragmatic stimulation. The physician was unable to program around the stimulation. The patient was doing well post procedure.